Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2010, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2010 due to traumatic brain injury and deep vein thrombosis (dvt). Patient is alleging organ and vena cava perforation, migration, tilt, and bleeding. Patient alleges " severe stomach spasms, some nausea, headaches from emotional stress, anxiety and depression eventually, sharp pains radiating to chest area, eventually sedmentary [sic]\ lifestyle that increased painful piles of hemorrhoids." Patient can no longer engage in "stair stepper, recumbent bike, hiking up hills, lifting weights, yoga." Additional allegations include: cognitive behavior therapy, insomnia, and pain related stress. Per computed tomography report, "cook celect type retrievable inferior vena cava filter in place in a infrarenal location. The anterior/ medial strut appears to abut the third portion of the duodenum and the anterior/ lateral abuts the second portion of the duodenum with penetration through the inferior vena caval wall of at least 1.5 cm at each location. There is also penetration of the posterior legs of at least 1.5 cm. Hyperostosis of the l2 vertebral body laterally where the posterior/ lateral strut abuts the vertebral body at this location." "Lnfrarenal cook celect retrievable interior vena cava filter with penetration of all 4 legs including anterior struts abutting portions of the duodenum and the posterior strut abutting the l2 vertebral body with associated hyperostosis. Given the leg penetration and proximity to adjacent structures, this could account for the patient's pain. Consultation with interventional radiology for percutaneous retrieval of the filter is recommended". Per retrieval report (successful), "presence of ivc filter, with filter leg penetration greater than 1 cm." "Successful removal of inferior vena cava filter with utilization of the glide light laser sheath." "Patent inferior vena cava prior to and following the removal of inferior vena cava filter without thrombus in the cone of the ivc filter." "Patent right internal jugular vein." "A total of 6 seconds of laser time was utilized to free the cook celect inferior vena cava filter. This was removed in its entirety. Visual inspection demonstrates four primary legs and 8 secondary legs confirming this was removed in its entirety".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ/ vena cava perforation, bleeding, migration, tilt, severe stomach spasms, nausea, headaches, stress, anxiety, depression, pains, hemorrhoids, limited physical activities, insomnia. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported bleeding, severe stomach spasms, nausea, headaches, stress, anxiety, depression, pains, hemorrhoids, limited physical activities, insomnia is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.